Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers noted during testing. Analysis was unable to test for weak battery alarms due to intermittent button response.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and alarmed weak battery. The customer reported that the numbers were ramping on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.